Manufacturer narrative:
Based on x-rays provided to the company, the case involved a bone loss (with a large fracture gap). Examination of the involved nail indicated it had a fatigue fracture at the area of the bone loss. Examination of production records of the involved device indicated the implant was manufactured according to specification. It is noted that as indicated in the literature the risk of implant fatigue failure in the case of pathological femoral fractures is high. Johnson na et al., risk factors for intramedullary nail breakage in proximal femoral fractures: a 10-year retrospective review. Ann r coll surg engl. 2017; 99(2): 145-150.

Event description:
A piccolo composite pf nail was implanted to treat a pathologic fracture. About 3 weeks after implantation, the nail broke and was replaced. Based on the x-rays provided to the company, the case involved significant bone loss with large fracture gap.